Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) on july 5th. Reprogramming was performed and outputs were increased. The health care professional (hcp) inquired if the increase in outputs impacted the longevity of this device. A request was made to have data from this device analyzed. Data analysis confirmed this change will not impact the 90 day eri to end of life (eol) window. Additionally, out of range pace impedance measurements and loss of capture (loc) were noted on both the right ventricular (rv) lead and left ventricular (lv) lead. The involved rv lead is a non boston scientific product. Boston scientific technical services (ts) noted this patient has two active lv leads implanted and discussed is not possible to determine which is plugged into the header of this device. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) on (B)(6). Reprogramming was performed and outputs were increased. The health care professional (hcp) inquired if the increase in outputs impacted the longevity of this device. A request was made to have data from this device analyzed. Data analysis confirmed this change will not impact the 90 day eri to end of life (eol) window. Additionally, out of range pace impedance measurements and loss of capture (loc) were noted on both the right ventricular (rv) lead and left ventricular (lv) lead. The involved rv lead is a non boston scientific product. Boston scientific technical services (ts) noted this patient has two active lv leads implanted and discussed is not possible to determine which is plugged into the header of this device. Additional information was received that this device has been explanted. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) on july 5th. Reprogramming was performed and outputs were increased. The health care professional (hcp) inquired if the increase in outputs impacted the longevity of this device. A request was made to have data from this device analyzed. Data analysis confirmed this change will not impact the 90 day eri to end of life (eol) window. Additionally, out of range pace impedance measurements and loss of capture (loc) were noted on both the right ventricular (rv) lead and left ventricular (lv) lead. The involved rv lead is a non boston scientific product. Boston scientific technical services (ts) noted this patient has two active lv leads implanted and discussed is not possible to determine which is plugged into the header of this device. Additional information was received that this device has been explanted. No additional adverse patient effects were reported. This device has been received for analysis.